Event description:
A physician reported that a pt was treated on 8/4/97 at the left oral commissure groove. On 8/4/97, the pt reported the development of pain at the treated site. On 8/7/97, the pt was seen with a dusky discoloration at the upper lip. The physician diagnosed a vasopasm and prescribed topical xylocaine and ibuprofen. On 8/11/97, the pt was seen with a 2cm x 1cm area crusted and erythematous area lateral to the left corner of the mouth. The pt reported that the pain was improved. The physician had prescribed cipro.